Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with overcorrection of cylinder in the right eye post lasik surgery. Post operative outcome was greater then one diopter. There are multiple related reports for this facility. This report addresses patient sn's right eye and additional manufacturer reports will be filed.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows eleven successfully performed treatments. The user performed an energy check at 10:19 for the whole day. The corresponding treatment was at 13:06. Another energy check was performed at 17:31. However, it is recommended, that an energy test is performed before each patient (according to user manual). The measured energy was stable prior and after the treatment. The treatment could be identified in the logfile. The user performed energy checks before each patient. All treatments were performed without interruption and the eyetracker was activated during the treatment. No abnormalities or deviations can be detected in the logfiles which can contribute the reported issue. The logfiles show no technical root cause and the laser was serviced prior to the treatment. The root cause could not be identified by the investigation; however, it is not likely that a product malfunction could have contributed to the reported event. The manufacturer internal reference number is: (B)(4).